Event description:
In 2004 exchange of prosthesis for comparable size. During follow-up visit prosthesis was noted to not be fully inflated. Twenty-one days later prosthesis replaced. Md states that there was inadequate placement of saline into the prosthesis. The prosthesis was exchanged and adequate fluid instilled.